Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed wear and tear damaged to the enclosure, float switch, tank cover, front cover, line cord, pole clamp, and block assembly. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed. The following components were replaced: float switch, pump, enclosure, front cover, tank cover, line cord, pole clamp, block assembly, and reflux plug.  The pcb, power switch, and retainer were also upgraded. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking from the front. There was no patient involvement. The product problem was observed during preventative maintenance.